Manufacturer narrative:
The complainant was unable to report the correct device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a procedure performed on an unknown date. According to the complainant, during the procedure, after the clip was deployed, the spring popped out from the handle. The physician had to cut and jiggle the cable on the handle to disconnect the clip from the catheter. The clip remained on the tissue and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.